Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was faulty. Repeated attempts were made to have the device evaluated by the third party service center. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was faulty and repeated attempts to have the device returned for evaluation were unsuccessful. The coding for this issue was not entered. The proper coding was added in section h6.